Manufacturer narrative:
Reliability analysis evaluated three opened/used reservoirs and performed testing. The reservoirs passed per inspection. No air bubbles anomaly was found during analysis. Checked the o-ring for defects and none were found.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call air bubbles anomaly. Customer advised they had bent cannula issues in addition to the air bubbles. Customer was advised that replacement reservoirs would be sent out and agreed to return the products for analysis.